Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk was formatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer described what was likely a cine function failure. There are no reports of patient injury or death associated with this event.